Event description:
It was reported that the density for the automatic film exposures on the 2600 system has changed. Now required to go up to +4. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Investigation indicated the need to replace the battery pack. Battery pack replaced. The system was tested and found to be working as intended and placed back into service.